Event description:
It was reported that at implant the lead showed high impedance and poor sensing. The physician noted that this lead and the lead model in general has an issue with dislodgement and that when looking at the markers the lead looked like it was extended, but the physician did not feel like it was extended and the lead fell out. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). The lead was damaged at implant.